Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced discomfort, bacterial infection at implant site, wound dehiscence, followed by exposure of the electrode array. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported) and underwent a revision surgery under general anesthesia on (B)(6) 2024, to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.